Manufacturer narrative:
The investigation into the temporary pump stops and optical signal issues have been completed. The impella pump was returned for investigation. The data logs confirm a sudden high motor current pump stop. No abnormalities were found during testing of the returned pump the pump ran within specification. The root cause of the sudden pump stop was most likely ingested biomaterial that passed through the pump, when the biomaterial impacted the impeller, it caused a pump stop. The logs show that the optical sensor was functioning, and the raw optical sensor was elevated indicating that the sensor was under additional pressure. The root cause of the optical signal issue was determined to most likely be patient condition. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: entering cardiac output as noted in the impella IFU ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped as noted in the impella IFU ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported upon arrival to the laboratory the clinician noted the aortic placement optical signal on the automated impella controller reading the mean arterial pressure (map) of 120 while the invasive aortic pressure map was 70¿s. The clinician made the physician aware of the difference and reminded the physician to treat off the invasive aortic from the monitor, which correlated with noninvasive cuff pressures at that time. The aortic placement signals continued to be well above the invasive aortic monitor. The percutaneous coronary intervention was completed when the system alarmed "impella stopped. Motor current high:" the impella spontaneously restarted and returned to previous flows. The clinician recommended removing this impella and since the patient was hemodynamically stable the physician agreed. This impella was removed and a new impella placed. No further information is available.